Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was implanted with a chronic catheter using hickman s/l catheter. On (B)(6) 2025, fluid leakage was suspected from the catheter. The catheter was removed surgically and reinserted. It was further reported that the catheter or catheter segments embolize in the patient¿s vasculature. The current status of the patient is unknown.

Manufacturer narrative:
H11: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l repair kit catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A pinhole was noted on the catheter body. Upon infusion, a leak was observed from the pinhole in the catheter body. Therefore, the investigation is confirmed for the reported fluid leak and identified material puncture/hole issues. However, the investigation is inconclusive for catheter embolization issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was implanted with a chronic catheter using hickman s/l catheter. On (B)(6) 2025, fluid leakage was suspected from the catheter. The catheter was removed surgically and reinserted. It was further reported that the catheter or catheter segments embolize in the patient's vasculature. The current status of the patient is unknown.